Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was turning on and off unexpectedly which was interrupting the patient's therapy. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.

Manufacturer narrative:
The reported observation of the ipg shutting itself off without cause was not confirmed. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.